Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: after firing the stapler on the gastrojejunostomy, the surgeon was retracting back the knife blade and tissue got caught under the I-beam of the cartridge. This tore open the gastrojejunostomy. Operating room time was delayed 20 mins to sew up the torn tissue.